Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with recurrent left lower extremity deep venous thrombosis despite anticoagulation was scheduled for ivc filter placement prior to thrombolysis therapy. The patient was placed in a supine position and the right common femoral vein was accessed. An inferior vena cava gram was performed and a filter was successfully deployed in the infrarenal inferior vena cava. The patient was then turned to a prone position and the left popliteal vein was accessed under ultrasound guidance. Access was advanced through an occluded segment and was treated with thrombolysis and thrombectomy. Residual stenosis remained and was treated with venoplasty balloons; however, elastic recoil of some stenosis remained. Therefore three 10 mm diameter stents were placed. Adequate venous flow returned after treatment and stenting. The patient was stable and returned to the recovery room. Approximately one month post filter deployment, ultrasound of left lower extremity demonstrated residual deep venous thrombosis in the mid-left superficial femoral vein. Therefore, the decision was made to leave the filter in place. Approximately three months post filter deployment, the patient with recurrent deep venous thrombosis returned to the hospital for additional stent placement followed by angioplasty and thrombolysis which resulted in successful recanalization. Approximately two years post filter deployment, the patient was scheduled for spinal surgery with l2-s1 decompression. Approximately four days post spinal surgery, lumbar spine x-ray demonstrated an ivc filter present over the l2 vertebral body. The patient was discharged from the hospital in stable condition six days post spinal surgery. Approximately seven years ten months post filter deployment, the patient presented with leg swelling; therefore a venogram was performed. The venogram demonstrated filter limbs outside the column of contrast which suggested caval wall perforation. The results would be discussed with the patient¿s primary physician about retrieval of the filter to possibly alleviate some of the patient¿s symptoms of chronic back pain. Approximately two weeks later, the patient was admitted to the hospital with complaint of chest pain. The patient was scheduled for left heart catheterization. The following day, ir was consulted for the patient¿s refractory pelvic pain for possible malpositioning of the filter which could be contributing to her pain. Scout images demonstrated that the filter was tilted with two limbs detached from the filter and located in the right lower lobe pulmonary artery. The patient was prepped and draped in sterile fashion and the right internal jugular vein was accessed under ultrasound guidance. Venacavogram demonstrated tilting of the filter with at least one leg extending beyond the caval wall. The filter was successfully removed with the use of bronchoscopic forceps. Completion venogram demonstrated no extravasation or significant ivc stenosis. Multiple unsuccessful attempts were made to retrieve the detached filter limbs from the pulmonary artery. It was felt that the arms were endothelialized and given the location, and would not pose a risk to the patient. The catheters and sheath were removed and the patient tolerated the procedure well. The patient was discharged home from the hospital in stable condition the following day. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted prior to thrombolysis therapy. No complications were reported. Patient had multiple angioplasty and thrombolysis procedures for recurrent dvt. Several stents were implanted. Approximately seven years and ten months after filter deployment, a venogram demonstrated filter limbs outside the column of contrast. Approximately two weeks later, scout images demonstrated filter tilt with two detached limbs located in the right pulmonary artery. The patient was prepped for retrieval and a venacavogram demonstrated a tilted filter with at least one limb extending beyond the caval wall. The filter was successfully removed; however, the attempts to retrieve the detached limbs were unsuccessful. The detached limbs were felt to be endothelialized and in stable position which would not pose a risk to the patient. Based on the medical record review, the investigation is confirmed for two detached limbs, filter tilt, and limb perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Perforation of other acute or chronic damage of the ivc wall. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with history of recurrent deep venous thrombosis was scheduled for filter placement prior to thrombolysis therapy. The right common femoral vein was accessed and the filter was successfully deployed in the infrarenal inferior vena cava. Following filter placement, the left popliteal vein was accessed and a thrombolysis and thrombectomy procedure was performed. Residual stenosis remained, therefore three 10 mm stents were placed. The patient was stable at the conclusion of the procedure. Approximately one month post filter deployment, ultrasound demonstrated residual deep vein thrombosis; therefore the decision was made to leave the filter in place. Approximately two years post filter deployment, the patient underwent spinal surgery for l2-s1 decompression. Approximately four days post spinal surgery; lumbar spine x-ray demonstrated the filter at the l2 vertebral body. Approximately seven years ten months post filter deployment, a venogram performed for complaint of leg swelling suggested caval wall perforation. Approximately two weeks later, the patient was admitted to the hospital for complaint of chest pain. Interventional radiology was consulted for the patient's pelvic pain for possible malpositioning of the filter which could be contributing to the patient's pain. The following day, scout images demonstrated a tilted filter with two detached filter limbs located in the pulmonary artery. The right internal jugular vein was accessed and venogram demonstrated a tilted filter with at least one limb extending beyond the caval wall. The filter was successfully removed with the use of bronchoscopic forceps. Completion venogram demonstrated no extravasation or significant ivc stenosis. Multiple attempts were made to retrieve the detached filter limbs from the pulmonary artery; however, the attempts were unsuccessful. The filter limbs were left in place as it was felt they did not pose a threat to the patient. The catheters and sheath were removed and the patient tolerated the procedure well. The patient was discharged from the hospital the following day in stable condition. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation of the reported event is currently underway.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with history of recurrent deep venous thrombosis was scheduled for filter placement prior to thrombolysis therapy. The right common femoral vein was accessed and the filter was successfully deployed in the infrarenal inferior vena cava. Following filter placement, the left popliteal vein was accessed and a thrombolysis and thrombectomy procedure was performed. Residual stenosis remained, therefore three 10 mm stents were placed. The patient was stable at the conclusion of the procedure. Approximately one month post filter deployment, ultrasound demonstrated residual deep vein thrombosis; therefore the decision was made to leave the filter in place. Approximately two years post filter deployment, the patient underwent spinal surgery for l2-s1 decompression. Approximately four days post spinal surgery; lumbar spine x-ray demonstrated the filter at the l2 vertebral body. Approximately seven years ten months post filter deployment, a venogram performed for complaint of leg swelling suggested caval wall perforation. Approximately two weeks later, the patient was admitted to the hospital for complaint of chest pain. Interventional radiology was consulted for the patient¿s pelvic pain for possible malpositioning of the filter which could be contributing to the patient¿s pain. The following day, scout images demonstrated a tilted filter with two detached filter limbs located in the pulmonary artery. The right internal jugular vein was accessed and venogram demonstrated a tilted filter with at least one limb extending beyond the caval wall. The filter was successfully removed with the use of bronchoscopic forceps. Completion venogram demonstrated no extravasation or significant ivc stenosis. Multiple attempts were made to retrieve the detached filter limbs from the pulmonary artery; however, the attempts were unsuccessful. The filter limbs were left in place as it was felt they did not pose a threat to the patient. The catheters and sheath were removed and the patient tolerated the procedure well. The patient was discharged from the hospital the following day in stable condition. No additional information was provided in the medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, the filter struts have perforated into the organs, and tilted with the filter becoming embedded in the ivc wall. The device was removed percutaneously. Furthermore, when the device was removed, there were two filter struts that remained in the patient¿s right lower pulmonary arteries. The two filter struts have not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one year and seven months post deployment, the patient had a CT scan which demonstrated several prongs of the ivc filter outside the lumen of the vena cava. Approximately seven years and ten months after filter deployment, a venogram demonstrated filter limbs outside the column of contrast suggesting left ivc wall perforation. Approximately two weeks later, scout images demonstrated filter tilt with two detached limbs located in the right pulmonary artery. The patient was prepped for retrieval and a venacavogram demonstrated a tilted filter with at least one limb extending beyond the caval wall.the filter was successfully removed; however, the attempts to retrieve the detached limbs were unsuccessful. Based on the medical record review, the investigation is confirmed for limb detachment, filter tilt, and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2007), (manufacturing date: 07/2004).

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with history of recurrent deep venous thrombosis was scheduled for filter placement prior to thrombolysis therapy. The right common femoral vein was accessed and the filter was successfully deployed in the infrarenal inferior vena cava. Following filter placement, the left popliteal vein was accessed and a thrombolysis and thrombectomy procedure was performed. Residual stenosis remained, therefore three 10 mm stents were placed. The patient was stable at the conclusion of the procedure. Approximately one month post filter deployment, ultrasound demonstrated residual deep vein thrombosis; therefore the decision was made to leave the filter in place. Approximately two years post filter deployment, the patient underwent spinal surgery for l2-s1 decompression. Approximately four days post spinal surgery; lumbar spine x-ray demonstrated the filter at the l2 vertebral body. Approximately seven years ten months post filter deployment, a venogram performed for complaint of leg swelling suggested caval wall perforation. Approximately two weeks later, the patient was admitted to the hospital for complaint of chest pain. Interventional radiology was consulted for the patient¿s pelvic pain for possible malpositioning of the filter which could be contributing to the patient¿s pain. The following day, scout images demonstrated a tilted filter with two detached filter limbs located in the pulmonary artery. The right internal jugular vein was accessed and venogram demonstrated a tilted filter with at least one limb extending beyond the caval wall. The filter was successfully removed with the use of bronchoscopic forceps. Completion venogram demonstrated no extravasation or significant ivc stenosis. Multiple attempts were made to retrieve the detached filter limbs from the pulmonary artery; however, the attempts were unsuccessful. The filter limbs were left in place as it was felt they did not pose a threat to the patient. The catheters and sheath were removed and the patient tolerated the procedure well. The patient was discharged from the hospital the following day in stable condition. No additional information was provided in the medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, the filter struts have perforated into the organs, and tilted with the filter becoming embedded in the ivc wall. The device was removed percutaneously. Furthermore, when the device was removed, there were two filter struts that remained in the patient¿s right lower pulmonary arteries. The two filter struts have not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.